Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one week post implant procedure during a follow up appointment pericardial fluid was observed. The patient was treated for the fluid accumulation and lead repositioning was performed. Information was not available as to which lead was involved in this event. The patient was confirmed through a field representative that the patient is currently in stable condition and no further adverse effects have been reported. Should additional information become available, an updated report will be provided.